Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in stoke on (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system failed during procedure resulting in no gas flow. An error code was displayed. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site and the reported issue could be reproduced. An error associated to a discrepancy between the set and the actual value could be detected. As per design safety features, the gas blender stops any gas flow emission in case of device defect detected. The reported no flow was therefore a protection against device failure and is activated automatically when an error code is displayed by the device. The root cause of the reported issue could be traced back to a defective mass flow controllers for o2 which triggered the associated error on the gas blender which consequently blocked the gas flow emission. The defective component has been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.